Event description:
It was reported that the when using the disposable warm liquid pipeline for pre-warming, it was found that the water in the external circulation could not circulate and was blocked. The device cannot be heated and alarms. No adverse patient effects were reported.